Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons are not working right and the batteries are new on the insulin pump. Customer stated that she is not getting messages and doesn't think that she is getting her insulin. Customer mentioned that she has been having issues for days and it has been shutting down. Customer stated that it doesn't react except when she's trying to refill the reservoir. Customer's blood glucose was in the high 40's mg/dl and one morning she woke up with a blood glucose level a little over 600 mg/dl. Customer's current blood glucose was 496 mg/dl. Customer stated that she has been taking injections to treat her blood glucose. Troubleshooting was performed for the off no power alarm and the no delivery alarm. It was explained that the alarm was caused by an infusion set or reservoir occlusion.